Event description:
Consumer reported via email - comments: hello, I¿m trying to register to lodge a complaint against the autoshield duo needles. Because of how the needles work, insulin can sometimes get stuck inside the needle cartridge, making dosage highly inaccurate. Lot # unknown catalog# 329515 date of event unknown sample status discard. From: productcomplaints@bd.com <productcomplaints@bd.com> sent: friday, may 30, 2025 4:04 pm. To: product complaints <productcomplaints@embecta.com> subject: fw: new ciam support request: hi team, please see the below mail & do the needful. Thanks & regards, forwarded message from: [cpsupport@bd.com] sent: 5/28/2025 2:58 pm to: customerportal@bd.com subject: new ciam support request: comments: hello, I¿m trying to register to lodge a complaint against the autoshield duo needles. Because of how the needles work, insulin can sometimes get stuck inside the needle cartridge, making dosage highly inaccurate. I tried to register so I can lodge a complaint but it¿s saying that my email address is in a blocked domain. How should I proceed? My old email address is: name removed.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.